Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to the insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca board being shorted. The root cause for the shorted igbts was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported the monitor was resetting.